Event description:
A software bug was identified with the software driver of the pci card in the pc where the time for the mixing steps are prolonged up to 70 secodns. This results in the evaporation of 15-20ul of the elution volume that may affect the concentration of the dna. No adverse events have been reported.